Event description:
It was reported that stimulation was intermittent and in the wrong location. Stimulation changed the week before or the week of this report. Patient did not feel stimulation above her pelvic bone and felt stimulation near leg, whereas could felt stimulation in both places. Stimulation would change between the two locations, when patient breathe. Patient fell out of bed about two months ago and experienced sciatic nerve pain on right side. Right around the time that pain quit, patient experienced this new change in stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 377860 lot# v007983, implanted: 2006 (B)(6), product type lead product ID, 37742 lot# serial# (B)(4), product type programmer, patient. (B)(4).